Event description:
It was reported that the pump touch screen was unresponsive at times and timed off too soon there was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.